Manufacturer narrative:
Correction: (name, street 1, phone & fax #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event of a cut in the cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff could be inflated. A visual inspection was performed and it was observed all the components are assembled properly and no damage was observed in the cuff. Information has been added to the database and trends will continue to be monitored. Correction: (name, email). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during inspection prior to use on a patient, the cuff seemed melted. There was no patient involvement.